Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2016-03023. It was reported the patient experienced a fall and began receiving uncomfortable and unintended stomach/abdomen/rib stimulation. Diagnostics revealed low impedance values. X-rays revealed the scs leads had migrated. As a result, the scs leads were revised on (B)(6) 2016. Effective stimulation was restored with the surgical intervention.